Event description:
Intra-abdominal abscess. A 81-yr-old female pt developed an intra-abdominal abscess following a reoperation for lysis of adhesions performed on 1/8/97. At the close of surgery, one sheet was applied between the viscera and the abdominal wall. On 1/18/97, an abscess (staphylococcus aureus, coag negative) developed at the site of device application. The abscess was drained percutaneously on 1/22/97. The pt recovered and the drain was removed on 2/6/97. The physician reported that there was one enterotomy repaired during the previous surgery (prior to device usage) and none noted during the re-operation. The physician feels the event is possibly related to device use.